Manufacturer narrative:
.

Event description:
It was reported that during device unpacking, a stent dislodgement occurred. Upon removal of the 3mm x 16mm liberte' monorail stent delivery system from the plastic hoop, it was noted that the stent had dislodged from the balloon and was located on the guide wire of the delivery system. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications occurred.